Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on when he tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported a couple of days prior to the start of the alleged issue, he had symptoms of "dizziness." The patient reported the alleged issue first occurred during the end of (B)(6) in the morning. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported due to the alleged issue he exercised on (B)(6) 2012. The patient reported on (B)(6) 2012, he went to the emergency room (ER) and was given 70/30 insulin 10 units and a lab blood glucose reading was obtained, but he could not recall the reading. At the time of troubleshooting the cca noted the subject battery did not need to be replaced and the patient was using the correct test strips. With a new test strip, the meter turned on, but when the power button was pressed, the meter did not turn on. The cca confirmed this was not the first time the meter had been used, and there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims; due to the alleged issue he required treatment from a healthcare professional for an acute complication of diabetes.